Event description:
Japan alliance registry. It was reported that restenosis occurred. On (B)(6) 2024 an agent dcb mr 3.00 x 20mm was selected for treatment of the target lesion which was located in the proximal left circumflex artery (lcx). The target lesion was 90% stenosed and was mildly calcified. There were initially no patient complications that occurred during the procedure. On (B)(6) 2024, restenosis of the target lesion was noted. Another revascularization procedure was then performed successfully.